Event description:
It was reported that while on the clinical screen, the system monitor showed the pump parameters and recognized the system controller but would not toggle through the touch screen. The system monitor appeared to be frozen on the clinical screen. The system monitor was rebooted several times and the cable from the power module to the system monitor was checked, but the issue did not resolve. The system monitor was exchanged.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the evaluation of the system monitor confirmed the reported event. The touchscreen required re-calibration and the unit now functions as intended. The system monitor was returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 15jul2008. The system monitor shipped to the customer on 23sep2008. The unit was manufactured on 21may2008. Power module instructions for use revision a states if the system monitor does not work, call thoratec¿s technical service department. No further information was provided. The manufacturer is closing the file on this event.